Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, the colors on the display appeared to become inverted and became partially blank. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.